Event description:
Consumer claims he turned on heating pad and left it unattended on the bed. He smelled something burning and found the heating pad had melted which resulted in damage to some bedding. No injuries were reported with this incident.

Manufacturer narrative:
Crushing the pad is abuse of the product and a violation of the warnings and instructiosn provided. Consumer also left the heating pad "on" and unattended which is a violation of the warnings and instructions provided. This incident is the direct result of consumer abuse / misuse of the product.